Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1avr1 / expiration date: 14-feb-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 01-sept-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the delivery system (ds) perforated the right ventricular (rv) anterior wall with contrast staining visual on fluoroscopy. Pericardial effusion resulted and pericardiocentesis was performed. The patient remained stable and the leadless ipg was repositioned to the rv septum and remains in use. No further patient complications have been reported as a result of this event.